Event description:
It was reported that during a robotic laparoscopic rectopexy procedure, while positioning the mesh, the bipolar fenestrated grasper broke spontaneously. The broken pulley fell into the patient cavity. The pulley was retrieved after visualization and inspection. The bipolar fenestrated grasper was removed by following the official quick reference guide for a broken instrument protocol, and replaced by another instrument to resolve the issue. It took five to ten minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper. Five images were received for evaluation. One image depicted a bipolar fenestrated grasper with a broken pulley and dislocated puck cable. Two images depicted the distal end of a bipolar fenestrated grasper showing the jaws. One image depicted a broken pulley fragment on a tray. One image depicted a bipolar fenestrated grasper showing a serial number that matched what was reported. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.